Manufacturer narrative:
(B)(4) combined report. It was confirmed that x-rays and patient medical history were not available for this investigation. The devices remained in situ and thus are not available for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to manufacturing, packaging and sterilisation specifications at the time of manufacture. Based on the information provided, no further investigation can be conducted and thus corin now consider this case closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Patient underwent a washout of the hip 17 days after primary surgery due to infection.